Event description:
Procedure: functional end to end anastomosis: reportedly, the surgeon applied the stapler to the common opening of the tissue and squeezed the stapler handle once. The surgeon then began to fire the device incorrectly however, he corrected himself and continued with the device application. The device appeared to be properly fired however, the surgeon then cut the tissue and removed stapler but no staples were present in the tissue. The surgoen felt uncomfortable about reapplying the stapler to the same area as the first firing may have compromised the lumen. The surgeon then took down the entire anastomosis and redid the anastomosis. This added approximately 25 minutes to the procedure. The patient is okay otherwise.